Event description:
It was reported that when using the pyxis medstation es system, experienced a main drawer continues to malfunction. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there were recurring failures of the drawer system throughout the entire station. A field service engineer effectively reconnected the row board cable to the drawer controller across all drawers to address the issue. The system functioned as intended after the field service engineer verified the device.